Event description:
The customer reported that five days post surgically, the pt was found to have a coagulated burn on the bowel creating a 1.5 cm hole in the mid-jejunum. A bowel resection and full laparotomy was performed on (B)(6) 2010. The site stated that no other source of energy was used during the case. The pt is recovering.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.